Manufacturer narrative:
Citation: hailin zhang, jiansheng zhang, jun ren, et al. Endovascular embolization of the ruptured intracranial aneurysms with detachable coils (a report of 141 cases) the devices were not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the devices during use. The events occurred in the patients post procedure and their causes were unknown. There were limited devices and patients information available. Product code nexus coil - hcg axium coil - krd. Mdrs related to same article: 2029214-2017-00546 2029214-2017-00547 2029214-2017-00548 2029214-2017-00549.

Event description:
Medtronic received information through article review that post embolization coiling treatment, 24 patients presented mildly disabled and 7 patients presented severely disabled when discharged. Of 141 aneurysms, 100% occlusion occurred in 93 cases, 95% in 31 cases, 90% in 10 cases, <(><<)>90% in 5 cases and unsuccessful embolization occurred in 2 cases. The patients treated with nexus and/or axium coils.